Event description:
It was reported that a pt who underwent successful anterior capsulotomy and lens fragmentation with the catalys system experienced an anterior capsule tear when the surgeon removed the capsulotomy disc. The anterior capsule tear subsequently extended to the posterior capsule.

Manufacturer narrative:
Investigation of the incident included analysis of the cataract surgery video. From this analysis, it was confirmed that there was an anterior capsule tear. However, it could not be conclusively determined that the anterior capsule tear occurred at the time of capsulotomy disc removal, or later during the removal of the lens when performing ultrasound phacoemulsification. The anterior capsule tear is best visualized initially when the first quadrant of the lens is pulled anteriorly during the phacoemulsification portion of the cataract surgery. The video analysis also confirmed that the anterior capsule tear extended to the posterior capsule and that an anterior vitrectomy was performed. The precise time course of the extension of the anterior tear to the posterior of the capsule could not be conclusively determined, but is likely to have occurred during ultrasound phacoemulsification. The cataract surgery was completed with the successful implant of a single-piece intraocular lens.